Event description:
It was reported to philips that the device was having an issue starting up, needing a replacement battery. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) confirmed with the customer that there was no problem reported and no issue with device. A field service engineer (fse) replaced the pc bios battery for the customer during preventative maintenance. The system was handed over to the customer in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable.